Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (44-58 mg/dl). Customer stated they did not know the cause for low bg levels. Customer brought bg levels back to target range with candy and glucose tablets. Recommendation was made to discuss diabetes management with their health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in cgm on the night of the (B)(6) 2017, morning of the (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no indication that the insulin pump caused or contributed to low bg levels.